Event description:
This is a report of a colleague infusion pump with a channel c failure, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however the reported condition occurred in the ICU department. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of channel c failure was confirmed and reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. This is involving a pump with software version 5.04.00 which is categorized as unremediated.